Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the us list number, the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported that the patient received an unknown oral antibiotic two days ago for stoma site ooze and pain. Patient also had localized swelling to the peg site and feels the peg tube is not mobilizing as well as usual due to the swelling. On (B)(6) 2020, patient reported having finished oral antibiotics and feels stoma site ooze and pain is much improved. No redness or ooze noted to peg site. The peg-j tube is mobilizing freely and patient advised to continue to mobilize tube daily and to continue to clean peg site regularly.